Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified proximal and mid left anterior descending coronary artery. Following predilation with an apex balloon, the stent delivery system was advanced to the lesion, but resistance was encountered and it was unable to cross the lesion. The device was removed without difficulty and it was noted that the distal portion of the stent was "lifted up". The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)